Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information received indicated that this lv lead had dislodged and the patient requested full system removal as patient had aggressive terminal cancer. Furthermore, this lv lead exhibited high pacing threshold the day after implant. No additional adverse patient effects were reported.